Event description:
A customer reported receiving an err6 message on their precision xtra meter. The customer reports being cold and delirious and then loosing consciousness. The customer was taken to the hosp where they were diagnosed with hypoglycemia and received glucose.

Manufacturer narrative:
The customer's meter was returned. Product testing on the returned meter did not confirm any errors during calibration and the meter powered on with button depression and upon insertion of both the calibration bar and the test strips.